Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush tip broke. The following information was provided by the initial reporter, translated from spanish to english: when connected to the three-light faucet for salinization, the connection breaks, blocking the faucet and having to change during use when connected to the three-light salinizing faucet, the connection broke, locking the faucet and having to change it. When connected to the three-light faucet for salinizing, the connection breaks, locking the faucet and having to change it.

Event description:
No additional information

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4346956. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and one (1) physical sample were received for evaluation by our quality team. Through examination of the sample, the barrel tip was observed broken. As per the production history record review, the product has been manufactured as per validated operation parameters and no issues occurred during the molding process. As per the customer defect description, the tip broke "when connected to the three-light salinizing faucet, the connection broke, locking the faucet and having to change it." We strongly recommend that the user follow the instructions for use when connecting and disconnecting the posiflush sp syringe as it is designed to be used with iso luer compliant components for intravenous applications. Always connect and disconnect the syringe by screwing and unscrewing completely. Never pull or bend the syringe as the tip can break. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.